Event description:
During insertion of central catheter at right internal jugular, guidewire uncoiled around it and "remnentl" remained embedded in pt's neck. In 2001, pt to operating room for removal of retained piece.